Event description:
Philips received a complaint on the v60 ventilator indicating that there was an alarm for "oxygen not available." The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The customer stated that following the alarm, the device was replaced with another ventilator. The medical engineer attempted to reproduce the alarm, but was unsuccessful. An authorized service provider (asp) evaluated the device and observed an occurrence of the oxygen not available and check vent: oxygen device failed alarms in the device's event log. The asp replaced the oxygen solenoid valve to resolve the device issue. Following the part replacement, the asp cleaned the device and completed running and functional tests to confirm the issue was resolved.